Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. With new tubing, the pump performed as expected. In the received condition, the tubing set was tested and it did not provide flow and it was observed that the bladder in its drip chamber was also collapsed. Typically, this is caused by the end user disconnecting and reconnecting the tubing from the pump. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the setting on the pump was at recommended default setting for a knee scope. The pressure was fluctuating and increasing to 60. Pump started spinning at a very fast rate making a whirling noise with high rpms. The pump was shut completely down after patient was exhibiting signs of compartment syndrome as evidenced by swelling in the genital area. Dr. Aborted the procedure. Per dr. Patient doing much better, with no pain.